Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported patient was implanted with an impella cp device for mechanical circulatory support. While the patient was on impella support, a bedside ultrasound was performed to confirm positioning, and inlet was found to be at the aortic valve. The pump was advanced, bend of catheter flipped, and inlet then appeared to be in mitral valve. The impella cp pump was explanted and replaced with an impella 5.5.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.